Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose event. Customer stated that he woke up with a high blood glucose reading of 526 mg/dl and treated with manual injection. Customer mentioned that had an issues with two infusion set that had bent cannula. Customer changed infusion set the third time and blood glucose reading was down to 115 mg/dl. No troubleshooting was performed on high blood glucose issue. Advised customer that replacement infusion set will be sent and is expected to return. The insulin pump was not returned for analysis.